Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that there was air leaking out of the handle and the device would not start. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformance, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2010 where it was reported that the device was cutting too deep and the ball detent, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, width plates and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on september 28, 2017 revealed that the 1¿ and 3¿ width plates had nicks to the edge. The depth bar was found to have some side play. Prior to repair, the device was outside calibration specifications but was within motor speed specifications. Repair of the air dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the machine head, control bar, semicircle shaft bearing, adjustment cam, vespel sleeve, motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, external e-ring, reciprocating arm and 1¿/3¿ width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the repair by zimmer biomet (B)(4) it was noted that the device operated within motor speed specifications and no leak was noted during testing. The root cause of the reported event could not be specifically determined with the information that was provided. It was noted that the device operated within motor speed specifications and no leak was noted during testing. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that there was a air leaking out of handle and would not start. No adverse events were reported as a result of this malfunction.